Manufacturer narrative:
The impella device has not been returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 51-year-old male patient presenting for cardiomyopathy. During impella support, the patient experienced hemolysis. Despite repositioning attempts, the hemolysis did not improve and the pump was subsequently explanted. The patient stabilized and additional support was not required.

Manufacturer narrative:
Since the original report was filed the investigations have concluded. Product was not returned for analysis, and as such only the clinical report and data logs were evaluated. The cause of the hemolysis was ingested biomaterial.the cause of the positioning issues was most likely use related. The failure modes will be monitored and trended.